Event description:
It was reported that an ilet device did not charge when placed on the charging pad, with the indicator light flashing briefly and then stopping despite trying a different outlet, orienting the screen up, and removing the case. Symptoms included no adverse clinical effects. Outcomes included replacement charging equipment shipped and confirmation that the user has backup therapy. Investigation included troubleshooting with the user and verification of correct setup. Investigation of this case revealed a suspected charging pad malfunction consistent with a power/charging accessory issue. It was concluded, based on previously established findings for similar reports, that the cause was a defective charging pad.